Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle separated from the hub when removing the shield and leaked out insulin. The following information was provided by the initial reporter: "consumer reported when he removed the needle shield, needle hub separated stated, he tried to re-attach needle hub and use syringe but the insulin leaked out around hub."

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle separated from the hub when removing the shield and leaked out insulin. The following information was provided by the initial reporter: "consumer reported when he removed the needle shield, needle hub separated stated, he tried to re-attach needle hub and use syringe but the insulin leaked out around hub."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-mar-2023. H6: investigation summary: customer returned one ½ ml ¿ 31g syringe inside the open polybag. It was reported by the consumer that needle hub separated, insulin leaked, and another syringe had missing cannula. The syringe was returned with the hub separated and stuck inside the shield. During the investigation we were able to attach the hub back to the syringe and the shield was able to be removed properly without separating the hub. The syringe then was tested for leakage using tub water and was observed water bubbles coming from the connection of the hub with the syringe. Since the other syringe was not returned, we were not able to confirm the missing canula. A review of the device history record was completed for batch# 1347526. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure. Root cause analysis: there was one notification for cracked barrels found in assembled syringes that pertained to the complaint. This was due to jamming at the infeed dial due to misplaced sensor. Correction: as per the notification the sensor(eye) was adjusted in proper position and tightened; as well as adjusted the machine so that it would get less jams. H3 other text : see h10.